Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported sensor reading of "around 300 mg/dl" and self-treated with insulin. The customer subsequently lost consciousness and an ambulance was called. The customer reported a healthcare meter result of 40 mg/dl compared to a sensor reading of 300 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was provided unspecified treatment, which customer was unable to detail, for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported sensor reading of "around 300 mg/dl" and self-treated with insulin. The customer subsequently lost consciousness and an ambulance was called. The customer reported a healthcare meter result of 40 mg/dl compared to a sensor reading of 300 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was provided unspecified treatment, which customer was unable to detail, for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.